Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. The device was found to be working normally. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a diagnostic procedure, the evis exera iii video system center, while being used with a high-definition lcd monitor did not display an image. The intended procedure was completed successfully with a similar device. There were no reports of patient harm or effects associated with this event. Related to patient identifier (B)(6) (cv-190/ evis exera iii video system center; sn:(B)(6)).